Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose reading was 84 mg/dl at the time of incident. Troubleshooting found that the customer has already waited until the notification light stops blinking and then replaced the battery. It was also found that the alarm cannot be cleared. No further details provided.

Manufacturer narrative:
The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed power system error alarm was triggered when backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Detailed trace analysis confirms the root cause is the non-sleep anomaly software error. Set the audio options volume setting is to highest setting and verified the audio alarms can be heard during self-test, priming, and during power alarms or alerts. The audio alarm can be heard and is working properly. The insulin pump was received with scratched case, serial number label faded, case cracked behind the pump near the battery compartment, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.